Manufacturer narrative:
Per tandem's t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 259 mg/dl and an insulin injection was administered to address the bg level. The customer did not deliver the breakfast bolus in a timely manner and was the reported cause of the high bg. During troubleshooting with tandem customer technical support (cts), the luer lock was found to be loose. The customer tightened it. No other device issues were found. Cts advised the customer to discuss the event with a healthcare provider.